Event description:
Complainant alleged that during an inservice training by a zoll medical representative, the device displayed "bridge test failed" and "pacer fault 116" messages. Complainant indicted that there was no pt involvement in the reported malfunction.